Event description:
On (B)(6) 2011, the patient was implanted with the gore excluder aaa endoprosthesis. Two attempts were made to insert gore dryseal sheath into the contralateral gate both times encountering resistance. The third attempt was successful and the contralateral leg component was implanted. On the final angiogram it was noticed that the trunk-ipsilateral leg component was covering the renal arteries. The physician attempted to pull the device down with a balloon. Another angiogram was performed with a hand syringe and the physician felt there was adequate blood flow into the renal arteries to conclude the case. On (B)(6) 2011, a control CT showed no flow into the right renal artery. On (B)(6) 2011, a reintervention took place in attempt to insert a stent into the left renal artery, but this was unsuccessful. The patient has refused any additional treatment.